Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) console handle sticks. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the handle. The fse completed the pm, a full calibration, and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The removed handle was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received handle with a reported unit failure of the console handle not sliding. The failure analysis and testing dept. Proceeded to slide the handle up and down. The handle was stuck in a position that would not allow it to slide up and down. The failure analysis and testing dept. Was able to replicate the failure of the handle not sliding. Retaining the handle in the failure analysis and testing department per procedure.

Event description:
N/a.